Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to a low blood glucose (bg) level, specific value not provided; details and nature of hospitalization were not provided. Upon review of t:connect logs, it was found that the customer had filled the tubing three times before successfully resuming insulin. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.